Manufacturer narrative:
On 6/23/97, follow up info from the physician was that the pt was last seen on 4/15/97. The symptoms resolved on 2/12/97.

Event description:
A physician reported a patient who received a treatment on 12/19/96 in the nasolabial folds and upper vermilion border. On 12/20/96 the patient developed 2 small red elevated areas, each one approximately 1 cm below the alar aspect of each nostril at both nasolabial treatment sites; the patient self-prescribed topical calamine lotion. On 12/26/96 the patient presented with crusts at each of the red elevated area at the nasolabial treatment sites. The physician diagnosed a hypersensitivity and attributed the 2 crusts to the patient having squeezed the area; oral duricef and warm compresses were prescribed.